Manufacturer narrative:
All available information was investigated, and the reported clip open while establishing final arm angle (unintended movement) could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported clip open while establishing final arm angle could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while establishing final arm angle (efaa) and while locked. On (B)(6) 2022, the mitraclip procedure was performed according to the instructions for use (IFU) to treat grade 3 functional mitral regurgitation (mr). The physician positioned and grasped in the central area of the mitral valve with an xtw clip (20207r157). During performance of efaa, the physician noticed the clip had opened more than 10 degrees. The physician performed all troubleshooting steps according IFU and repeated the grasp to ensure the leaflets were not manipulating the locking mechanism. The clip still opened more than 10 degrees, so it was decided to replace the clip. A second xtw clip (20214r162) was positioned above the valve and successfully grasped the leaflets. The physician performed the efaa and the clip again opened 10-20 degrees. The physician decided to accept this result and deployed the clip. After deployment the clip, the opening was approximately 30 degrees. Despite this, the mr was reduced to grade 1 and the clip was stable on the leaflets. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The previous report was submitted on 9/23/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).